Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal the string broke in half and the tampon fell apart leaving pieces of pledget inside her vaginal cavity. She reported it was uncomfortable. She was able to remove the remaining pledget pieces. Once she removed the pledget pieces the uncomfortable feeling resolved. She did not experience any adverse health effects and did not seek medical attention.